Event description:
The ortho summit sample handling system instrument did not pipette reagent and sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and cleaned the plunger clamp and replaced the tip clamp in position d4. The instrument was tested without further problem and was returned to expected operation.